Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced.

Event description:
The hospital reported that, during a case, pressure mode of ventilation was not functional. The anesthesia machine was reportedly swapped out. There was no reported patient injury.